Event description:
Upper case malfunction. "On/off" button of keyboard is not responding to pressing. Upper case replaced. Quality control performed. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was not reviewed because it is not provided. The device was not returned to brézins for investigation as it repais were carried out locally. Replaced part (front housing) was received at brézins for investigation. A visual control was carried out on the front housing and nothing to notice. Fv investigator cross tested the front housing with lab tester to verify the claim. Test 10 of the maintenance menu was performed and the on/off button was found out of order. Therefore, the reported event has been reproduced and is confirmed. The reason for the failure can be due to micro cracks on the tracks or maybe also due to the weakness of the button. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.